Event description:
Information was received regarding a cadd solis vip pump. It was reported the downstream occlusion sensor did not calibrate. It is unknown if there was a patient, or clinician injury associated with this occurrence. No further details provided at this time.

Manufacturer narrative:
Other, other text: b5: additional information received via email on 02-nov-2021: all reported issues were discovered during biomed testing. No patient involvement was reported. H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing. The customer stated problem was duplicated and confirmed. The dso calibration has failed. Dso sensor was found to be defective so it was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.